Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to a broken leg. Customer reported having high blood glucose of 346 mg/dl and they thought it was due to an auto off alarm caused by the insulin pump. Time and date were correct, basal rates were correct. The most resent alarm found in the history of the insulin pump was the auto off alarm. Customer declined troubleshooting. No further information was provided.